Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling or motor start spinning during testing. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she tried to bolus and the numbers on the pump kept spinning. The customer stated that she took the battery out and replaced it with a new battery. The customer stated that the escape and act buttons were not working properly. Customer was advised to discontinue use of the device and to revert to a backup plan.